Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the malfunction was related to physical abuse by the user. The device was repaired and serviced to address the damage. No adverse event reported (B)(4).

Event description:
It was reported to resmed that an astral device was physically damaged by the user and displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.